Event description:
It was reported that death occurred. A promus element plus drug eluting stent was implanted. Approximately an hour later, while still in recovery, the patient became unstable. Pericardial effusion was suspected. The patient bradycardic, coded, was unable to be resuscitated and died.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).